Event description:
Caller reported a malfunction on the pump with malfunction code malf 6 indicating a communication error with the memory, but no notable events occurred prior. Impact on the customer's blood glucose level was unknown as the caller declined to answer regarding levels exceeding 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the reset, which prevented the malfunction from recurring. Customer was instructed to continue using the pump and to contact support if the issue happened again.